Event description:
It was reported that patient had hip done by another surgeon several years ago. The stem appeared to be loose, surgeon planned to revise the stem to a zimmer biomet arcos. The pinnacle cup and ultimate liner were left implanted. There was loosening of the stem. Sales rep was unsure of the lot numbers for explanted implants. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.